Event description:
It was reported that the patient with this left ventricular (lv) lead presented to the clinic on (B)(6) 2025 for evaluation of a scar problem a few months post cardiac resynchronization therapy defibrillator (crt-d) implant. The patient was put on zyvoxid for 15 days. The patient was seen again in follow-up on (B)(6) 2026. A fistula was still present and material visible. Subsequently, the patient underwent a revision procedure on (B)(6) 2026, and their crt-d system was explanted. No other adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).